Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the telescope and the sheath were kinked and no damage was found in the imaging core within the telescope and sheath section of the device. Microscope inspection showed the imaging window was rippled and the catheter was twisted. Impedance test shows an electrical open at proximal end of the catheter, between 130 and 140cm from the distal housing.

Event description:
Reportable based on device analysis completed on 14 december 2025. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion; but the screen became dark when the device was in use, and no image was displayed. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was rippled and the catheter was twisted.